Manufacturer narrative:
The lcd assembly was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The lcd assembly was put through extensive testing including bench handling, power cycling, and stress testing for display in a test unit without duplicating the report. The lcd assembly was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.